Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide during a sphincterotomy. The wire guide was flushed prior to each exchange. During use, the coating of the wire guide separated exposing the inner core wire, but not detaching, near the distal end. An injury to the patient was not reported.